Manufacturer narrative:
The review of gambro's complaint file indicated that this was the second occasion when such an event was reported on new design of the prisma pre set. In the abscence of the sample, the lot number, and therapy used during the treatment, gambro has not found any evidence to suggest the device was involved on the serious injury reported. Gambro does not regard the submittal of this report as an admission of responsibility for the incident.

Event description:
The pt was admitted to the hospital in 2007 with a urinary tract infection, diarrhea and vomiting. The pt had taken ace inhibitors to treat her blood pressure previously. Continuous renal replacement therapy was initiated. The pt had suffered a significant decrease in blood pressure when connected to prisma machine of three successive occasions. On the first occasion, the pt required fluid support and resuscitation. On the second occasion the pt required 2 minutes of CPR. On the third occasion the patient had increased ionotropic support.